Event description:
Per the clinic, the patient developed pressure wound at the sound processor magnet site. The patient was subsequently treated with oral and topical antibiotics (specific date and duration not reported).